Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was nothing unusual about the patient or the procedure. An endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule. No intervention was required, but a repeat procedure was performed. The delivery system and capsule would be returned for investigation. There was no harm to the patient.